Manufacturer narrative:
A visual examination under magnification of the returned 3.5mm x 14mm non-locking hexalobe screws was performed. Three of the returned screws were confirmed to have batch number, and one outlier was confirmed to batch number. All four screws showed only minor signs of wear and use. These screws were returned because of their link to the plate fracture within this complaint. No definitive conclusion can be made. No definitive conclusion can be made. It is unclear how or if the screws contributed to the plate breaking, no definitive conclusion can be made eleven reports are associated with this event. The submission numbers are as follows (including this one): 3025141-2025-00444, 3025141-2025-00445, 3025141-2025-00446, 3025141-2025-00447, 3025141-2025-00449, 3025141-2025-00450, 3025141-2025-00451, 3025141-2025-00452, 3025141-2025-00453, 3025141-2025-00454.

Event description:
It was reported that plate broke while the patient was taking his top off. Device explanted. There was no reported delay or adverse effects to the patient.